Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 8 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was definitely related to the study device and possibly related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. New information: it was reported through a clinical study, approximately 2 years 6 months post index procedure, duplex ultrasound was performed and identified an occlusion in the target lesion. Intervention was performed with successful result. The study was completed.

Manufacturer narrative:
H3 analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed their are no similar complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the sample was not returned by the user facility. No further evaluation of the device could be performed. Past medical history includes diabetes type ii, dyslipidemia, hypertension, stroke (B)(6) 2012), rutherford class iii. Approximately 8 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded via dus imaging. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was definitely related to the study device and possibly related to the procedure. Approximately 20 months after the index procedure, the patient's left sfa was reoccluded again. The patient underwent an intervention, approximately 27 months after the index procedure, but it was not on the target lesion. No further adverse patient effects were reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed their are no similar complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 8 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was definitely related to the study device and possibly related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.